Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but there was no image. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was twisted in three sections, 10 cm, 13 cm and 21,7 cm from the lap joint section. Visual inspection revealed no damage within the telescope and sheath section of the device. Impedance testing showed an electrical open at the proximal end of the catheter 130-140 cm from the distal housing.